Manufacturer narrative:
No indication that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product and facility information and was not provided to bsc via the medwatch report. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a pericardial effusion and had to be hospitalized. It was reported that during a redo atrial fibrillation case, they had already completed ablation of the left two veins and the posterior wall. When the farawave catheter was moved to the right superior vein, the patient's blood pressure slowly dropped. Physician had trouble getting the farawave catheter to the right superior vein. The caller reported that a "little" pericardial effusion was confirmed and noticed on ice and x-ray. However; the pericardial effusion kept growing and an interventional cardiologist was called in. One application had been performed on the right superior vein before the pericardial effusion was noticed. A post-voltage map of the left atrium with a non-bsc catheter showed that everything was isolated. The caller reported that the procedure was able to be completed, also pericardiocentesis was done. At the end of case, the physician commented that when attempting to get to the right superior vein, he believed that the catheter may have been pulling on the septum and may have caused it. The caller reported that the injury was most likely caused by the faradrive sheath. The caller reported that the last known patient status was stable and still intubated. The caller reported that the patient had been moved to ICU. The last known patient status was stable and still intubated. The physician was considering doing a cardiac window if the patient was still having blood loss.

Event description:
It was reported that a patient experienced a pericardial effusion and had to be hospitalized. It was reported that during a redo atrial fibrillation case, they had already completed ablation of the left two veins and the posterior wall. When the farawave catheter was moved to the right superior vein, the patient's blood pressure slowly dropped. Physician had trouble getting the farawave catheter to the right superior vein. The caller reported that a "little" pericardial effusion was confirmed and noticed on ice and x-ray. However; the pericardial effusion kept growing and an interventional cardiologist was called in. One application had been performed on the right superior vein before the pericardial effusion was noticed. A post-voltage map of the left atrium with a non-bsc catheter showed that everything was isolated. The caller reported that the procedure was able to be completed, also pericardiocentesis was done. At the end of case, the physician commented that when attempting to get to the right superior vein, he believed that the catheter may have been pulling on the septum and may have caused it. The caller reported that the injury was most likely caused by the faradrive sheath. The caller reported that the last known patient status was stable and still intubated. The caller reported that the patient had been moved to ICU. The last known patient status was stable and still intubated. The physician was considering doing a cardiac window if the patient was still having blood loss.

Manufacturer narrative:
It was determined that the device use outside its approved indications, based on the information provided in the event description. Specifically, the farawave catheter was used to perform posterior wall (pw) ablation. As stated in the device's instructions for use (IFU), the farawave catheter is intended for the treatment of paroxysmal atrial fibrillation only pulmonary vein isolation (pvi) ablations only. The IFU does not include posterior wall (pw) ablation as an indicated use, and therefore this application is considered off-label. Hemorrhage is identified as part of the risk for surgical and access complications. Hemorrhage, pericardial effusion, tissue damage and hypotension are expected procedural complications addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. Detailed product and facility information and was not provided to bsc via the medwatch report. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.